Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vault. A shorter length replacement lens was implanted in a second surgery on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.